Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on circuit board of video plug section. Additionally, due to damage on video connector, e216(scope communication err) occurred. Reasonably known information suggests probable causes such as electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, a pink color occasionally appeared on the monitor of the videoscope. There were no reports of patient harm.